Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4). Case subject: npi 8100 failed the patient side occlussion. Account name: (B)(6) medical center. Account #: (B)(4). Asset name: 8100 pump module 9.1.17.7 contact: (B)(6). Contact phone: (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: 8100 sn: (B)(6) customer stated that he was doing the check in instead of doing the pm. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: I explain to the customer that he should be doing a pm and not the check in. I asked the customer was the units coming from another hospital. The customer said no, that some of his units are not passing the patient side occlusion on do the check in. I explain to the customer that if he changed something on the unit then it's best to do the pm. And if the pm don't pass then you want to check to see if its in spec, so you would cal it and then do the pm over. The customer said ok that he would try that. And ended the call.

Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: 8100 sn: (B)(4) customer stated that he was doing the check in instead of doing the pm. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: I explain to the customer that he should be doing a pm and not the check in. I asked the customer was the units coming from another hospital. The customer said no, that some of his units are not passing the patient side occlusion on do the check in. I explain to the customer that if he changed something on the unit then it's best to do the pm. And if the pm don't pass then you want to check to see if its in spec, so you would cal it and then do the pm over. The customer said ok that he would try that. And ended the call.